Event description:
The customer contacted nephron pharmaceuticals corporation via telephone regarding a product complaint on (B)(6) 2013. She reported that a silver piece fell from the ez breathe atomizer into her mouth while she was using the product. The customer reported that she recovered the component and did not require any medical interventions.